Manufacturer narrative:
Per review by candela medical director, the course of injury or healing cannot be predicted. Metal intraocular shields are recommended when treating with this laser. Device installed in 2011; manufactured prior to UDI implementation.

Event description:
A female patient reported directly to the candela (B)(6) team that she was having an issue with her eyes post v-beam treatment. The patient reported that the treatment targeted the under-eye area; patient "was instructed not to wear protective eye shields," that "eye shields would obstruct treatment in this area and could not be used." Following the procedure, patient experienced "immediate discomfort and was later diagnosed with "welders flash" to both eyes, requiring medical treatment." The patient noted since then, "continued to experience ongoing visual disturbances, including persistent floaters, light streaks and beams, particularly in the dark, increased light sensitivity, and blurred vision, which worsens with fatigue." Patient reports that the experience has "caused significant anxiety" and "impacted daily functioning." Additional information has been solicited from the customer/provider of the treatment.

Manufacturer narrative:
Per review by candela medical director, the course of injury or healing cannot be predicted. Metal intraocular shields are recommended when treating with this laser. Device installed in 2011; manufactured prior to UDI implementation. Complaint investigation notes: the vbeam2 user manual states the following under candela clinical treatment guidelines: the preset treatment parameters and clinical treatment guidelines do not take the place of the procedures and instructions found in the operator's manual. Failure to use the laser in accordance with such procedures and instructions could result in serious injury to the operator, the patient and others, as well as damage to the laser system. Follow osha and ansi standards for laser safety. Protective eyewear must be worn by all persons in the treatment room during laser operation. And under optical precautions: the laser beam emitted by the vbeam laser system is capable of causing loss of vision. The laser operates at 595 nm, which falls within the visible spectrum. The cornea and lens of the eye are transparent to visible light. Any energy emitted by the vbeam laser system that enters the eye will be focused directly on the retina. Direct contact of the laser beam on the retina can cause temporarily clouded vision, retinal lesions, long-term scotoma (vision absence in an isolated area), long term photophobia (sensitivity to light) and/or loss of vision. The candela vbeam perfecta, platinum, aesthetica treatment guidelines note: upper and lower eyelids may only be treated following the insertion of intraocular corneal eye shields. Device evaluation passed testing. Based upon evaluation by the field service engineer, the system would not have contributed to the reported event. Therefore, the most probable cause for this event can be traced to cause traced to user, indicating that the adverse event caused partially or wholly by the user of the device. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.